Manufacturer narrative:
On oct 21 2021, additional information was received indicating the patient experienced heavy metal toxicity and mold was present. The explantation date was identified as (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. H6. Health effect - clinical code e2402: generalized illness, toxic reaction. Reason for device explant and/or reoperation: generalized illness, toxic reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 22 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 700cc returned device. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 700cc mentor memorygel breast implants and experienced multiple postoperative symptoms. The patient's symptoms include: chronic neck pain, trouble breathing, inflammation all over body, edema on her legs and body, brain fog, hair loss, anxiety, and chronic fatigue. The patient had consulted with a medical professional but no diagnoses have been made. At the time of this report, mentor has received no information regarding explantation or a scheduled explantation date. However, the patient stated her intention to undergo bilateral removal of both implants without receiving any replacement devices. The root cause of the patient's symptoms is unclear. No device issue, such as rupture, has been reported. This report is for the patient's left-sided device.